Event description:
A pt reported experiencing inaccurate low results with an otp meter. The pt's blood glucose results were 23mg/dl, 193mg/dl. Tests were done within 3 mins with a difference of 140%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaning meter incorrectly.